Manufacturer narrative:
Device passed displacement test. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip, broken battery tube threads, cracked belt clip slot, cracked case from display window corner, cracked case, missing end cap sticker, stained address/serial number label and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had loose drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.